Event description:
It was reported by the customer that the steer lock could not be disengaged. There was no patient involvement and there were no adverse consequences reported.

Manufacturer narrative:
The distributor evaluated and repaired the unit. Steer lock pin and release cable. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.